Manufacturer narrative:
The device logs were reviewed and are consistent with the reported failure mode. A yellow controller error (pmd voltage out-of-spec) alarm was initially triggered, followed by the impella stopped alarm. Although the pump stop was as expected during the short circuit preventative maintenance testing, the pump was unable to restart. In the following logs, many impellatronic communication error message appeared, as well as pmd resetting messages. Eventually, the impella failure (speed deviation out-of-spec) alarm was triggered and self-resolved numerous times in the following few seconds. At the end of this power cycle, another controller error alarm appeared, indicating pbm voltages out-of-spec. The device was returned (date unknown) at abiomed in aachen germany, attempts were made to replace the impellatronic board, optical bench, and receptacle, all failed in solving this issue. The pbm board (0042-1125p) was replaced which succeeded in solving the issue. The controller error alarm was due to a defective power battery manager board (pbm) which failed to provide voltage to the impellatronic board. The exact root cause of defective pbm was unable to determine. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported that during preventative maintenance the automated impella controller experienced a controller error yellow alarm. No patient was involved.